Manufacturer narrative:
Citation: lluri, g. Md et al. Incidence and outcome of infective endocarditis following percutaneous versus surgical pulmonary valve replacement. Catheter cardiovasc interv. (2017) 1-8 doi 10.1002/ccd.27312 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the incidence of endocarditis after the implant of a percutaneous pulmonary valve (134) versus a surgical pulmonary valve (208). All data were collected from a single center between 2010 and 2016. The study population included 242 patients, which were implanted with either a medtronic transcatheter pulmonary valve or surgical valve or a non-medtronic transcatheter pulmonary valve or surgical valve. Serial numbers were not provided. The surgical valve study population was predominantly male; mean age 23.3 ± 16.1 years. It was reported that two patients had a previously implanted 23mm hancock or 19mm mosaic. Adverse events among these patients included mild to severe pulmonary regurgitation and increased gradient measurements. The surgical valves were replaced valve-in-valve with a transcatheter pulmonary valve. No additional adverse patient effects or product performance issues were reported.